Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed cuts into the insulation (approx. 18 cm distal to the is-1 connector pin), which most likely resulted from the explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement and high thresholds. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Dislodgement of a solia s53 lead was observed and lead repositioning was attempted. During lead repositioning thresholds were high. Lead was explanted and replaced with another solia s53 lead (sn (B)(4)).